Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump vibrate anomaly the customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed for vibrate anomaly and did not resolved the issue. Assisted customer in performing a self-test, it passed but pump did not vibrate . Customer has skin issues and not sure she punctured the skin or not and the cannula had bent like a fishing hook. Customer declined troubleshoot for high blood glucose and also for the cannula bending. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, unit failed to vibrate during self test, problem was isolated to the vibrator motor. No cosmetic damage noted per visual inspection.